Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested but not provided.

Event description:
It was reported that the device failed to alarm air in line when air was visible.